Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device "locked" during the procedure, did the device lock-out (meaning no staple line or cut line was delivered)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? When the device was "locked" was the device locked on tissue? If yes, was there any difficulty opening the device jaws? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any change in the procedure or post-operative care of the patient due to the event? If yes, please describe in detail.

Event description:
It was reported that during a pulmonary lobectomy, the stapler has been locked during the procedure. It was necessary to use a second stapler because the first one locked. There were no patient consequences.